Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the patient was above target, however the water temperature was not dropping as expected on the arctic sun device. The patient temperature was 36c, target temperature was 37c, water temperature was 29c, flow rate was 3.1lpm, system hours were 10258, pump hours were 9475. The event log showed alert 113 (reduced water temperature control). The chiller temperature (t4) was 4.4c, mixing pump command was 100 percentage. Nurse would need to send this device to biomed and locate another device

Manufacturer narrative:
The reported issue was unconfirmed. The root cause was not able to be isolated as the reported issue was not duplicated during therapy. The device was evaluated and the reported issue was unconfirmed as the reported issue was not duplicated. It is unknown if the device was influenced by the reported failure, however the device met specifications during evaluation. The device was in use on a patient. Bmd investigation indicates that the reported issue was unconfirmed and not a manufacturing or supplier related failure, hence DHR review is not required. The reported event is unconfirmed, labeling/packaging review is not required. The actual/suspected device was evaluated

Event description:
It was reported that the patient was above target, but the water temperature was not dropping as expected on the arctic sun device. The patient temperature was 36c, the target temperature was 37c, the water temperature was 29c, the flow rate was 3.1lpm, system hours were 10258, pump hours were 9475. The event log showed alert 113 (reduced water temperature control). The chiller temperature (t4) was 4.4c. The mixing pump command was 100 percent. A nurse would need to send this device to biomed and locate another device. Per sample evaluation results received on 12sep2022, it was reported that the circulation pump was primed to complete autofill. It was noted that the power cord had exposed wires. Per sample evaluation results received on 29sep2022, double bend tube and the chiller evaporator outlet tube due to expansion of the tubes found during servicing, and replacement of the tank seals due to lifting from the tank. The flowmeter was replaced due to incorrect reading during prewarm flow checks.